Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the volume discrepancy was attributed to physician error. The physician performed a dye study between refills and did not update the pump, which used some of the medication. The patient then missed a refill and was not able to reschedule for a week. The patient had been fine since the refill. It was never reported to the manufacturer representative clearly why the physician performed the dye study. The reporter was not aware that the patient was having any issue at that time to warrant a dye study. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that the patient had a volume discrepancy back in (B)(6) 2014. They were thinking the pump should have had 5ccs. The patient had called in, reported feeling terrible and they brought the patient in and it showed 0mls and they aspirated nothing. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).